Event description:
During a ptca procedure of a totally occluded calcified lesion, the wire kinked and subsequently broke. The wire was removed without incident. No patient injuires or complications occurred.